Event description:
During a routing hemodialysis treatment, it was reported that the luer connection on the venous line broke off while the patient connection was being made. Nxstage customer service was contacted to provide assistance with rinseback of the patient's blood. Alternate instructions to perform the rinseback bypassing the broken connector were provided via telephone. It was determined during a follow-up phone call that the instructions were not followed correctly and only a partial rinseback was performed. This resulted in a patient blood loss of approximately 110 cc. No medical intervention was required.